Event description:
It was reported that the ilet pump¿s screen detached from the bezel while the pump remained functional, raising concern for potential damage to the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem resulting in a loss or failure of bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.